Manufacturer narrative:
Additional information: according to the currently available information, it appears the problems with the active electrode are most likely broken wires due to an accident. To determine an exact root cause, a device investigation of the explanted device is necessary. If and when the patient is explanted, the complaint will be reopened.

Event description:
The patient's mother reported that patient's hearing was affected after a trauma.

Manufacturer narrative:
Additional information: according to the currently available information, it appears the problems with the active electrode are most likely broken wires due to an accident. To determine an exact root cause a device investigation of the explanted device is necessary. The complaint can be re-opened if the device is made available for investigation.

Event description:
The patient's mother reported that patient's hearing was affected after a trauma.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The pt's mother reported that pt's hearing was affected after a trauma.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The patient's mother reported that patient's hearing was affected after a trauma.